Event description:
It was reported that the patient felt a pulling sensation while unloading a dishwasher. Imaging was performed and it confirmed significant lead migration from t8 to t10, thoracic space, and the last bottom three leads are out of the epidural space. High impedances were also noted on the leads. The patient is reporting feeling discomfort in the area outside of the epidural space into which the lead migrated. Reprogramming was performed but was unsuccessful. The patient underwent a lead replacement procedure of the two existing leads. The patient is doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient felt a pulling sensation while unloading a dishwasher. Imaging was performed and it confirmed significant lead migration from t8 to t10, thoracic space, and the last bottom three leads are out of the epidural space. High impedances were also noted on the leads. The patient is reporting feeling discomfort in the area outside of the epidural space into which the lead migrated. Reprogramming was performed but was unsuccessful. The patient underwent a lead replacement procedure of the two existing leads. The patient is doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 3190093. The returned lead, model sc-2317-70 and serial: (B)(6), was analyzed the lead was cleanly cut during the explant procedure, and only the proximal side was returned about 25.5 cm. Aside from the clean-cut damage, x-ray inspection found no other anomalies on the lead. The returned lead, model sc-2317-70 and serial: (B)(6), was cleanly cut during the explant procedure, and only the proximal side was returned about 25.0 cm. Aside from the clean-cut damage, x-ray inspection found no other anomalies on the lead. A labeling review was performed on the leads instructions for use, IFU. There was no evidence that the devices were used in a manner inconsistent with the labeled indications. Based on all available information, engineers are able to confirm the root cause of the event. The lead was returned and analyzed, as such physical analysis was conducted, record review revealed no additional information related to the complaint. Therefore, this investigation is able to determine a probable root cause for the complaint and the conclusion is known inherent risk of device.